Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minute. The programmer was disassembled in order to verify the properly connection of the involved components, none issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed.

Event description:
It was reported that the screen of this programmer was unresponsive during an update. Furthermore, the representative was able to successfully update the software and will keep the programmer in account. The programmer remains in service. No patient was involved.